Event description:
It was reported that, "the pt felt that the implant came loose. The surgeon put him to sleep in the hospital to try and put it back into place."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.